Event description:
Revision surgery - the patient presented with knee pain, the surgeon felt it was probably due to the poly weakening as the knee was 8 years post operation.

Manufacturer narrative:
The reason for this revision surgery was to alleviate knee pain, experienced by the patient after 8 years, 3 months, 20 days in vivo. The healthcare professional indicated there was a significant adverse event to the patient. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with the component listed in the complaint. A review of the product complaint report history showed there have been 4 prior complaints reported against this part number; this is the first complaint against this lot number. The surgeon observed that the root cause of the pain is most likely due to the weakened poly after being used for 8 years. There was no information reported that evidences a material, design, or manufacturing problem with the product